Event description:
It was reported that the healthcare provider (hcp) had difficulties refilling the patient¿s pump during the most recent refill. The patient stated that the pump was on his side so he could not see when the hcp was refilling the pump. During the refill, the hcp told the patient ¿it¿s leaking¿ and ¿the needle isn¿t tight¿. The hcp told the patient she would need to redo the refill with a different needle. The hcp told the patient ¿sometimes the port and needle fit isn¿t tight¿ and that the medication was leaking out during the fill. The hcp got a different needle and finished the refill. The hcp told the patient that some of the medication was ¿lost¿ during the fill, but did not know the amount. The patient got up and saw a ¿huge puddle¿ on the floor. The hcp told the patient the puddle was alcohol. The patient touched and smelled the liquid and stated it was not alcohol. The patient was concerned that the liquid was his medication and the hcp was not being honest with him. The hcp told the patient to return in 30 days and then changed to 20 days. The patient was trying to decrease the pump medication to have the pump removed but had a lot of recent pain due to a recent foot surgery. The patient noted that he had also had problems with is sciatica as well. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter, product ID: n EU_refillkit_acc, serial# unknown, product type: accessory. (B)(4).